Event description:
-2- ross enteral gastrostomy 20 french tube balloon failure noted. Pin hole in balloon. Saline leaked. Tube not patent, could slip out of abdominal access hole resulting in discharge of enteral fluid and liquids and medications which were being administered via gastrostomy tube. Damaged tubes and packaging kept to return to supplier of tubes. Failures reported to owner, owner refused to inspect defective g-tubes or report to ross MFR or to FDA. Minimum of -2- other ross tubes have failed since may 2003 due to high stomach acidity, erosion of tubing. Supplier has access to lot numbers, refuses to provide.

Event description:
Add'l info rec'd from MFR 6/17/04: the complainant reported that two gastrostomy tubes have failed (pinhole in balloon, saline leaked) due to high stomach acidity. No pt injury or illness was reported. The complainant's report is not clear regarding when the tubes failed. This event could be considered a malfunction, but it is not likely to cause or contribute to a death or serious injury should it recur. The report indicated an outcome of "required intervention". Company does not consider replacement of a g-tube to constitute medical intervention. The report also indicates "pt code 2357 - surgical procedure". Company does not consider replacement of a g-tube to be a surgical procedure. At this time, company has not received info that reasonably suggests a reportable event has occurred. Should add'l info be received, the MDR status of the event will be re-evaluated.